Event description:
It was reported that this lead was revised as it exhibited high capture threshold and failure to capture. The lead remains in service. No additional adverse patient effects were reported.